Event description:
It was reported to medtronic neurosurgery that the device was found punctured prior to implantation.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies. No impact to the pt was reported. All of the reservoirs are 100% tested at the time of manufacture.